Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the investigation has been completed or additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the (B)(6) stating that the device had a "hole in hose". The device was not used during a surgical procedure. It was unknown if there was any patient injury or medical intervention. There was no additional information provided.